Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began approximately ten months prior to contacting lfs. According to the csr's documentation, the patient misplaced/lost the subject meter. The reading(s) the patient obtained, with the subject meter is not known. The patient reportedly manages his diabetes with insulin (self adjuster). According to the csr's documentation, the patient reportedly did not take any action in response to the alleged meter issue and subsequently developed symptoms of "urinating and dry mouth" approximately a month later. It is not clear if the patient tested his blood glucose (with the subject meter) after the onset of his reported symptom, it is unclear if the patient's symptoms developed after the patient misplaced/lost the subject meter, and it is not clear if the patient tested his blood glucose with another device after the reported meter issue occurred. Within the last year, the patient reportedly had a doctor's office visit; however, the patient denied receiving any form of medical intervention/treatment during his doctor's office visit. According to the csr's documentation, the patient reportedly has been "in and out of the hospital"; however, the reasons for the patient's hospital visits are not specified. At the time of troubleshooting, the csr noted the patient had expired onetouch test strips. A replacement meter was sent to the patient. Although it is unclear if the patient's reported symptoms of "urinating and dry mouth" occurred as a result of the patient misplacing the subject meter, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
.